Event description:
It was reported that during a prostate biopsy procedure, the device needle allegedly broken. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one marquee disposable core biopsy instrument has been received. On visual evaluation, the device appeared to have residue on the sample notch. The cannula of the device was noted to be detached from the instrument. The penetration depth marker was set to 25mm. The device was received half-energized as reflected on the fire ready indicator. No other visual anomalies were noted to the device. Two electronic photos were provided and reviewed. Both photos show the marquee device, and the cannula of the device was noted to be detached from the instrument and kept aside of the device. Therefore, based on the photo review and sample evaluation, the investigation is confirmed for the reported break as the cannula of the device was noted to be detached from the instrument. The definitive root cause for the alleged break could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. H10: d4 (expiry date: 07/2023), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-(B)(4). Medical device (expiry date: 07/2023).

Event description:
It was reported that during a prostate biopsy procedure, the device needle allegedly broken. There was no reported patient injury.